Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 152 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with block option on. No lockout/block anomaly noted. The insulin pump passed error test. No unexpected restart alarms noted. The insulin pump was received with minor scratches on lcd window.